Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The correct date of surgery is (B)(6), 2010 as previously reported. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to an infection and subsequent exposure of the receiver/stimulator. Antibiotics (type not reported) and wound treatment did not alleviate the issue. The device was explanted on (B)(6), 2010. Reimplantation is planned but had not taken place at the time of this report, (B)(6), 2011.